Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the broken cable on 8 mm cadiere forceps instrument was observed during the robotic surgical procedure. The procedure was completed with a back-up da vinci instrument of the same kind. There was no patient injury. No fragment(s) from reported instrument fell inside of the patient's anatomy. The issue did not trigger a procedure delay. Intuitive surgical, inc. (Isi) has received the 8 mm cadiere forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
On 10/28/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cable broke while in patient during the time of placement of ports. Product was removed from sterile field and replaced with a new cadiere forcep. Patient information under section a was added based on the user facility report. Intuitive surgical, inc. (Isi) has received the 8mm cadiere forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.